Event description:
Pt went swimming for 15mins while wearing his insulin infusion pump. He checked his pump while in the pool and noticed the cartridge was empty. Pt stated he drank 4 sodas and 50 packages of sugar. His blood glucose level after the incident was 77 mg/dl. It went as low as 54 mg/dl before rising to normal, around 240 mg/dl, later that night. Pt stated that he could not account for 150 units of insulin and believes the pump malfunctioned and over infused the insulin.